Event description:
Patient states that he was more nauseated than normal during chemotherapy infusion using the smart ez (elastomeric) pump. He noted that it was empty and clamped it. Pump should have run until <date and time redacted>.